Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: d2b. Corrected information: d2b (procode: ktt / osn). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiration date), h4. Corrected: d1, d2b, d4 (primary UDI number). H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the outer insulation sleeve of the cable wires of the motor number 6 was damaged with visible cracks and deformation on the sleeve. A complete potential cause for the observed damage can not be established with available information. Factors as mechanical stress or repeated usage can lead to the insulation sleeve to damage. Maxframe autostrut instructions for use se_935434 rev aa was reviewed and the following relevant statement was found at page 8: patient should take care to avoid impact to the maxframe autostrut system (e.g., hitting against or colliding with other objects) as such activity can result in detached and/or damaged components (i.e., cables, cable splitters, motors etc.). A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the maxframe autostrut(tm)hexapod ctrl kit would have contributed to the complained device issue. Based on the investigation findings, the potential cause can not be established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : part :03.314.000, lot no: 0720296421, serial number: (B)(6), manufacturing date of battery: 01 mar, 2022, manufacturing date from nd: 01 mar 2025, expiry date: 01 mar 2027, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the motor had malfunctioned. There was significant fraying of the rubber protective sleeve housing the electrical wires on the device. There was also a crack on one of the motors on the device. A diagnostic test was performed and it was identified that the motor labeled "2" could have potentially threw a red light on the device and restricted any further movement of the frame. The movement capabilities were tested manually and there seemed to not be an issue with the motor itself as the diagnostic test had originally concluded. Therefore, the frame experienced a malfunction and needed to be replaced. There was a patient involved.